Manufacturer narrative:
B3 - date of event was unknown, hence captured as first day of event date month. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited episodes of complete deprogramming, involving the loss of the date, time, and defined administration mode necessitating the complete reprogramming of the device and posing a risk to the safety and continuity of therapeutic administration. The status of the product at time of event was during administration of the medication. There was patient involvement and no harm was reported as result of this event.

Manufacturer narrative:
H3, h6, h7, h9: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective motherboard and was replaced.